Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a bipap a40 ventilator inoperative condition occurred (turns off). This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the bipap a40 was returned to the third-party service center for remediation and the complaint of "turning off". During the evaluation the customers complaint was not confirmed. There was no foam degradation observed in the device. The technician confirmed the unit is working in parameters. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. The device passed all testing.

Event description:
The manufacturer received information alleging a bipap a40 ventilator inoperative condition occurred (turns off). This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a bipap a40 ventilator inoperative condition occurred (turns off). This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 was returned to the third-party service center for remediation and the complaint of "turning off". During the evaluation the customers complaint was not confirmed. There was no foam degradation observed in the device. The technician confirmed the unit is working in parameters. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. The device passed all testing. Correction/additional information: correction to the previous reported information. The previous report (B)(4) was filed incorrectly as a final/ late report. The device was returned to the third-party service center and is pending the outcome of the investigation. The investigation is not complete therefore a follow report was not required at this time. Additional information was entered in box d: device available for eval? And date returned. Box h reason device was not evaled? And device available for eval? The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.